Event description:
It was reported that the device was in eos status after delivering numerous shocks and was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the eos battery status. The device was implanted for 75 months and 91 charging cycles were recorded in the icds memory. The memory content of the device was inspected. The inspection revealed multiple episodes of regular vt detection on (B)(6) 2024 due to intrinsic signals. As a result of that fast-successive charging the eos battery status had occurred. The eos status was removed with a technical programmer and subsequent interrogation revealed the eri battery status. In conclusion, the activation of the eos status resulted from that fast successive charging. A thorough analysis of the ICD, however, proved the device to be fully functional. There was no indication of a device malfunction.